Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) coronary procedure which could be completed after a delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a blue screen and system software not booting up. Analysis of the system log files identified a malfunctioning of a disk error that caused the system software to get corrupted and the system to fail to start. The fse replaced the hard disk with the hospital's standby hard disk and reloaded the system software. After these repairs, the system was returned to use in good working order. To date, no similar issue has been reported to philips.

Event description:
It was reported to philips that the system displayed a blue screen and did not startup. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.